Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent cataract surgery on (B)(6) 2024 and suture was used. When the doctor was preparing to take out the suture to sew the patient's conjunctiva, under the microscope, it was found that the suture had forked, and when preparing to sew, the suture broke. Changed another one to complete the surgery. There is no report on patient's injury. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 cause not established. H6 investigation findings: c22 - photo review. Investigation summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received one needle suture combination outside its packaging that pertained to the product code w9560. During the visual inspection of the sample, it was observed that the suture was cut in two sections; this condition caused the suture to show an open braid since the product is multifilament. Also, elongation could be observed in the strand during the evaluation. In addition, a photo was provided that showed what appears to be a needle with a suture. The photo is not clear. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.